Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call bolus anomaly on the insulin pump. Customer's blood glucose level was 156 mg/dl. Customer believed the bolus delivery on the device was delayed. Customer advised they would follow up with their healthcare provider to adjust the bolus wizard set up. Customer advised during bolus delivery they noticed they had active insulin and thought it was not delivered.